Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5033127) on 03-feb-2014. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant pain in left side / abdominal pain") in a (B)(6) female patient who had essure (batch no. 919038) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multi gravida and parity 3 ((B)(6) 2005, (B)(6) 2006 and (B)(6) 2012). Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2012 for contraception. In (B)(6) 2012, 11 days before insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("pelvic (left) pain immediately after pressure placement"). In 2014, the patient experienced back pain ("constant pain in my back / back pain, back ache"), dyspareunia ("intercourse is so painful she cannot stand it anymore / painful intercourse / painful sex"), muscle spasms ("abdominal spasms"), loss of libido ("no sex drive, loss of libido"), abdominal distension ("bloated, bloating") and flatulence ("gas"). On an unknown date, the patient experienced dysmenorrhoea ("I cramp very badly when it's time for my cycle"), headache ("terrible headaches"), irritable bowel syndrome ("ibs"), weight increased ("weight gain"), ovarian cyst ("ovarian cyst"), pain ("severe and persistent pain"), endometriosis ("endometriosis"), memory impairment ("forgetfulness"), hypertension ("high blood pressure"), bacterial vulvovaginitis ("bacterial vaginitis"), dizziness ("dizziness"), nausea ("nausea"), hypoaesthesia ("numb toes"), feeling abnormal ("brain fog") and mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"). The patient was treated with ibuprofen, naproxen and surgery (vaginal surgery removed uterus, endometriosis and essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dyspareunia and headache had not resolved and the back pain, dysmenorrhoea, irritable bowel syndrome, muscle spasms, weight increased, ovarian cyst, pain, endometriosis, loss of libido, memory impairment, hypertension, abdominal distension, bacterial vulvovaginitis, dizziness, flatulence, procedural pain, nausea, hypoaesthesia, feeling abnormal and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vulvovaginitis, dizziness, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, flatulence, headache, hypertension, hypoaesthesia, irritable bowel syndrome, loss of libido, memory impairment, mental disorder, muscle spasms, nausea, ovarian cyst, pain, procedural pain and weight increased to be related to essure. The reporter commented: events nausea, ovarian cysts, endometriosis, umb toes, bloating, gás, dizziness, brain fog, forgetfulness, high blood pressure and hair loss decreased within a week after essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Essure confirmation test: (B)(6) 2012 -dye test. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case upgraded to incident. Reporter, patient medical history, concomitant drug, lot number (919038) and stop date of essure, events abdominal spasms, weight gain, ovarian cysts, severe and persistent pain, endometriosis, no sex drive / loss of libido, forgetfulness, high blood pressure, bloated / bloating, bacterial vaginitis, dizziness, gás, pelvic (left) pain immediately after pressure placement, nausea, numb toes and brain fog added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5033127) on 03-feb-2014. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant pain in left side / abdominal pain") in a 30-year-old female patient who had essure (batch no. 919038) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multi gravida and parity 3 ((B)(6) 2005, (B)(6) 2006 and (B)(6) 2012). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 for contraception. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced procedural pain ("pelvic (left) pain immediately after pressure placement"). In 2014, the patient experienced back pain ("constant pain in my back / back pain, back ache"), dyspareunia ("intercourse is so painful she cannot stand it anymore / painful intercourse / painful sex"), muscle spasms ("abdominal spasms"), loss of libido ("no sex drive, loss of libido"), abdominal distension ("bloated, bloating") and flatulence ("gas"). On an unknown date, the patient experienced dysmenorrhoea ("I cramp very badly when it's time for my cycle"), headache ("terrible headaches"), irritable bowel syndrome ("ibs"), weight increased ("weight gain"), ovarian cyst ("ovarian cyst"), pain ("severe and persistent pain"), endometriosis ("endometriosis"), memory impairment ("forgetfulness"), hypertension ("high blood pressure"), bacterial vulvovaginitis ("bacterial vaginitis"), dizziness ("dizziness"), nausea ("nausea"), hypoaesthesia ("numb toes"), feeling abnormal ("brain fog") and mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"). The patient was treated with ibuprofen, naproxen and surgery (vaginal surgery removed uterus, endometriosis and essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dyspareunia and headache had not resolved and the back pain, dysmenorrhoea, irritable bowel syndrome, muscle spasms, weight increased, ovarian cyst, pain, endometriosis, loss of libido, memory impairment, hypertension, abdominal distension, bacterial vulvovaginitis, dizziness, flatulence, procedural pain, nausea, hypoaesthesia, feeling abnormal and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vulvovaginitis, dizziness, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, flatulence, headache, hypertension, hypoaesthesia, irritable bowel syndrome, loss of libido, memory impairment, mental disorder, muscle spasms, nausea, ovarian cyst, pain, procedural pain and weight increased to be related to essure. The reporter commented: events nausea, ovarian cysts, endometriosis, umb toes, bloating, gás, dizziness, brain fog, forgetfulness, high blood pressure and hair loss decreased within a week after essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Essure confirmation test on (B)(6) 2012 -dye test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This report was initially received via regulatory authority (food and drug administration, reference number: mw5033127) on 03-feb-2014. The most recent information was received on 25-jun-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant pain in left side / abdominal pain") in a 30-year-old female patient who had essure (batch no. 919038) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, multi gravida and parity 3 ((B)(6) 2005, (B)(6) 2006 and (B)(6) 2012). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("severe and persistent pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dizziness ("dizziness"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced hypertension ("high blood pressure") and procedural pain ("pelvic (left) pain immediately after pressure placement"). In (B)(6) 2012, the patient experienced memory impairment ("forgetfulness"). In (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). In 2014, the patient experienced back pain ("constant pain in my back / back pain, back ache"), dyspareunia ("intercourse is so painful she cannot stand it anymore / painful intercourse / painful sex"), muscle spasms ("abdominal spasms"), loss of libido ("no sex drive, loss of libido"), abdominal distension ("bloated, bloating") and flatulence ("gas"). On an unknown date, the patient experienced dysmenorrhoea ("I cramp very badly when it's time for my cycle"), headache ("terrible headaches"), irritable bowel syndrome ("ibs"), pain ("severe and persistent pain"), nausea ("nausea"), hypoaesthesia ("numb toes"), feeling abnormal ("brain fog"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition") and alopecia ("hair loss"). The patient was treated with ibuprofen, naproxen and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dyspareunia and headache had not resolved, the back pain, dysmenorrhoea, irritable bowel syndrome, muscle spasms, weight increased, pain, loss of libido, memory impairment, bacterial vulvovaginitis, flatulence, procedural pain, hypoaesthesia, mental disorder and pelvic pain outcome was unknown and the ovarian cyst, endometriosis, hypertension, abdominal distension, dizziness, nausea, feeling abnormal and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vulvovaginitis, dizziness, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, flatulence, headache, hypertension, hypoaesthesia, irritable bowel syndrome, loss of libido, memory impairment, mental disorder, muscle spasms, nausea, ovarian cyst, pain, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: events nausea, ovarian cysts, endometriosis, umb toes, bloating, gás, dizziness, brain fog, forgetfulness, high blood pressure and hair loss decreased within a week after essure removal patient sought treatment for abdominal spasm/abdominal pain, back pain,bloated,painful sex,stabbing pain on left side constantly, severe and persistant pain,ovarian cyst, endometriosis, high blood pressure, bacterial vaginitis, loss of sex drive. Patient not sought treatment for memory issues, weight gain and dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Essure confirmation test on (B)(6) 2012 -dye test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: events-"severe and persistent pain, hair loss "added, events-"dizziness, nausea, bloating, high blood pressure, brain fog, endometriosis, ovarian cysts" outcome updated to "recovered/resolved". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.